Event description:
Additional information received from a manufacturer representative (rep). It was indicated that reported issue was resolved and was unknown what steps was taken to resolved the issue. There was no surgical intervention. The lead was still implanted.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. The month and year are valid, infection . Concomitant medical products: product ID 978b128, serial# (B)(4), implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient via a manufacturing representative, regarding the patient who was using an external neurostimulator (ens) ; the trial started (B)(6) 2021. It was reported that the patient had an infection and the caller want to know if there was guidance on treating an infection. The caller indicated that the patient contacted the healthcare professional (hcp) today and the patient thought that the components needed to be explanted. The caller indicated that the patient had a stage 1 trial and the start date was (B)(6) 2021. The stage 2 was planned for tomorrow (date of call (B)(6) 2021). Troubleshooting was not required. The issue was not resolved at the time of the call. Technical services reviewed information about infection and that treatment is a medical decision. The caller will follow-up with the hcp.